Event description:
The customer reported the ventilator went vent inop and alarmed. There was no patient involvement, therefore no patient harm. Vent inop, when in use, will stop providing ventillatory support to the patient. The respironics service technician verified the reported event. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications. The flow sensor was returned for failure analysis. Visual inspection of the exhalation flow sensor under microscope found evidence of water entering the flow tube, with contamination noted on the thermister and hot film sensing element.